Event description:
It was reported that the patient was notified of a broken wire behind her ear. The patient had her device turned off in (B)(6) 2008 due to lack of insurance coverage for a replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.